Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient experienced inflammation. During dressing change, the dressing for the index finger, middle finger, ring finger, and little finger of the right hand was fixed and dry. There was no visible bleeding or fluid leakage in the inner layer of the gauze, and the local skin temperature was slightly high. The tenderness was obvious, and the sensation and circulation of the fingertips were still acceptable. The index finger dressing was fixed and dry, with redness and swelling at the tip of the finger, obvious pain, palpable wave sensation, high skin temperature, and acceptable sensation and circulation at the tip of the finger. The surgeon immediately removed the suture and drained the pus, cleaned and disinfected with hydrogen peroxide, placed a drainage strip, and closely observed any changes in the condition. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical/surgical intervention required for this suture event including dates and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?